Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the there was a delay when pressing the arrow up, down left and right buttons and insulin pump ad critical pump error while performing self test. The customer blood glucose level was 339 mg/dl. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that block mode was inactive and an alarm was not in progress at the time the button was unresponsive also bolus menu is available and they are not seeing 0.0 when attempting to program a basal. Customer stated that the button was not unresponsive during an easy bolus attempt. The insulin pump received hardware low level failure and failed battery. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump passed self test. Customer stated the contacts on the battery cap were not missing or damaged. Advised customer to wait at least 60 seconds and then insert a new battery. Customer did not receive a battery failed alarm. The insulin pump will not be returned for analysis.